Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer falling into water. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.